Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 0.5ml 30ga 8mm experienced a broken plunge rod. The following information was provided by the initial reporter: according to the customer's report, the plunger rod was found to be broken before use.

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval yes, returned to manufacturer on: 2022-01-06. Investigation summary summary: customer returned (1) 0.5ml bd insulin syringe from lot# 0125276. The customer reported that the plunger rod was found to be broken before use. The returned syringe was examined, and it was observed that the syringe featured a plunger rod that was fractured at the thumbpress. A review of the device history record was completed for batch# 0125276. All inspections and challenges were performed per the applicable operations qc specifications. There were four (4) notifications noted that did not pertain to the complaint. Bd was able to confirm the customer¿s indicated failure broken plunger rod. Root cause: the air jet was out of adjustment.

Event description:
It was reported that the bd syringe 0.5ml 30ga 8mm experienced a broken plunge rod. The following information was provided by the initial reporter: according to the customer's report, the plunger rod was found to be broken before use.